Manufacturer narrative:
Failure analysis revealed that no button error alarm noted. The insulin pump was received with intermittent button response due to corroded keypad traces. The unit was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot, cracked reservoir tube, stained end cap sticker and cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed button error and the customer was unable to clear it. Customer's blood glucose reading at the time of the call was 7.3 mmol/l. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.